Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed powerport MRI implantable port kit was returned for evaluation. Two photos were provided and reviewed by srividhya nageshwaran. The photos show a MRI powerport kit tyvek label which was noted to be wet / water damaged. Visual evaluation was performed on the returned sample. Water damage was noted throughout the left side of the top tyvek product label and the bottom left appeared to have the most stains on the label. The bottom left corner of the product tray was noted to crushed. Components within kit did not appear affected. Manufacturing site evaluation states, brown stains were observed on the tyvek of the tray, most of these stains were on the lower left part of the tray, the stains seemed to be traces of moisture in the packaging. Therefore, the investigation is confirmed for the reported moisture damage and packaging problem. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the port allegedly looked like it was wet and they want to swap it out. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure the port allegedly looked like it was wet, and they wanted to swap it out. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.